Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a neonate was cooling on the arctic sun device (sn# (B)(4)) with a 33.5c target temperature. Nurse reported that the rectal probe was in temperature port 1 and was reading 28c and the esophageal probe was in temperature port 2 reading 35c. They were getting ready to change out the device. Mss had the nurse to switch cables in temperature ports and both read the same in the different temperature ports. Mss recommended the nurse to take an axillary temperature and it read 34c. Also recommended to change the rectal probe to a new one and 15 minutes later, the new rectal probe temperature was reading 35.3c and the esophageal probe in temperature port 2 was reading 35.7c. The water temperature was 9c and flow rate was 1.1lpm. Nurse called again at 8.37pm to let know that about 20 minutes after they had changed the rectal probe and the patient temperature suddenly dropped from 35c to 27.5c. The rectal probe was in temperature port 1 and they changed out the second device (sn# (B)(4)). Nurse also reported that all their rectal probes have the same lot number, and they might have a bad lot. Mss recommended the nurse to send the other device to the clinical engineering department for evaluation. Per additional information received on 28feb2022, biomed stated that the arctic sun device (sn# (B)(4)) was sent down from floor with message that "therapeutic probe not working". Biomed tried to run a calibration but failed at first step with error 102 (water level not full at start of calibration). Per email response on 04march2022, biomed said that this was simple user error, mss walked the biomed through checking the cable with no problem, and technical support explained that the calibration error 102 (water level not full at start of calibration) meant that the water level wasn't full at start of calibration. There was no device issue identified, and no reported patient injury.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the specialty tubes & catheters ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that a neonate was cooling on the arctic sun device (sn# (B)(6)) with a 33.5c target temperature. Nurse reported that the rectal probe was in temperature port 1 and was reading 28c and the esophageal probe was in temperature port 2 reading 35c. They were getting ready to change out the device. Mss had the nurse to switch cables in temperature ports and both read the same in the different temperature ports. Mss recommended the nurse to take an axillary temperature and it read 34c. Also recommended to change the rectal probe to a new one and 15 minutes later, the new rectal probe temperature was reading 35.3c and the esophageal probe in temperature port 2 was reading 35.7c. The water temperature was 9c and flow rate was 1.1lpm. Nurse called again at 8.37pm to let know that about 20 minutes after they had changed the rectal probe and the patient temperature suddenly dropped from 35c to 27.5c. The rectal probe was in temperature port 1 and they changed out the second device (sn# dyfval013). Nurse also reported that all their rectal probes have the same lot number, and they might have a bad lot. Mss recommended the nurse to send the other device to the clinical engineering department for evaluation. Per additional information received on (B)(6)2022, biomed stated that the arctic sun device (sn#dyfula005) was sent down from floor with message that "therapeutic probe not working". Biomed tried to run a calibration but failed at first step with error 102 (water level not full at start of calibration). Per email response on (B)(6)2022, biomed said that this was simple user error, mss walked the biomed through checking the cable with no problem, and technical support explained that the calibration error 102 (water level not full at start of calibration) meant that the water level wasn't full at start of calibration. There was no device issue identified, and no reported patient injury.